Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an abscess at the incision site that was treated with antibiotics (date and duration not reported) without resolution. Subsequently the patient was admitted to the hospital on (B)(6) 2016 (duration not reported). Inspection of the site in the operating room revealed an infection and granulation tissue around the implant; excess tissue was excised at that time. The patient was administered intra venous antibiotics for three day duration. The patient was prescribed a seven day course of oral antibiotics. The implanted device remains.